Manufacturer narrative:
Additional information received on july 19, 2017 from the patient: "now I have a few plates and lots of screws, a scar that's about 8 inches long because they couldn't get the nail out. It was quite the ordeal." Integra has completed their internal investigation on august 8, 2017 results: DHR review; review of the DHR cannot be performed as no product code or lot number are available. Complaints history; a review of the complaint system was performed during last two years. This is the fourth incident reported to newdeal about breakage of a panta nail (post-operative) for the past two years. This incident is the only one due to a non-respect of contraindications. During the same time period, (B)(4) panta nails were sold. The complaint rate for this kind of incident during the stated time period is (B)(4) percent. Lot failure rate cannot be established as not lot number is provided. Conclusion: a complaint investigation (failure analysis) and determination of root cause is not possible as the complaint could not be verified due to product sample was not returned in order to verify the complaint.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported by the patient that he had a panta nail surgically installed in his leg on (B)(6), 2014. On a follow up x-ray it showed that the nail had broken, right above the 2 bottom screws in the ankle. Patient need another surgery to correct the ankle and hopefully ease his pain. Additional information received on (B)(6) 2017 from the patient: "I had surgery last wednesday (B)(6) to remove the broken part of the nail because where it shifted forward the subtalar never really healed. Not knowing exactly was going to happen until the got in there, they had more work than they ever intended. They had to remove the whole nail because it was actually in the way, which wasn't an easy task, for some reason the bone was actually stuck to the titanium which I didn't think was supposed to happen. They had to cut my tibia in half and drill out the rod. A plate and bone grafting had to be done. It was a 5 1/2 hour surgery, which for a diabetic is quite traumatic. I'm still very disappointed that the nail broke in the first place. "